Event description:
Country of complaint: (B)(6). During laparotomy process the suture broke in the surgeon hands or the needle was detached. They tried with 5 sutures of the same code/batch.

Manufacturer narrative:
Evaluation on-going at manufacturing site.